Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the arm on (B)(6) 2025. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a detached sensor wire. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-261463 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 10/14/2025. It was determined this complaint is not reportable per corpft-140202.